Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on jan 22, 2025, with lot number 3417991. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.